Event description:
Physician was using a quill suture to close an incision during a trauma case. The doctor stated that the suture was not grasping the tissue and that the fibers were fraying. A second quill suture was opened and the same problem occurred. A third quill was used to complete the procedure. Both of the malfunctioning quill sutures were saved and will be returned to the manufacturer.